Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had high blood glucose. They reported that the blood glucose level at the time of incident was 24 mmol/l. Customer was feeling very weak. The customer was treated with injection. Troubleshooting was performed. Customer had been using insulin pump system within 48 hours of reported high blood glucose event and the pump was on auto mode. Customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.